Event description:
Patient presented in clinic for normal follow up. The function of the lead was observed and tested and no anomalies were detected. Based on the review of the fluoroscopy, externalized conductors were observed. The lead will be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was capped and replaced. The procedure went well.